Manufacturer narrative:
A supplemental report will be filed when the investigation is completed.

Event description:
It was reported that "needle fell apart when being pulled out. None of the pieces were left in the patient."